Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a manual lead impedance test was performed. All received measurements were within acceptable limits. Later it was discovered that the patient was utilizing a vagus nerve optimizer. It was suspected that the out of range measurements were a result of electromagnetic interference (emi) from the optimizer.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited high out-of-range shock lead impedance measurement which was detected via the remote monitoring system. The health care professional (hcp) noted no out-of-range measurements upon review of the patient¿s lead data. Boston scientific technical services (ts) discussed 24 hour time reporting window for the latest daily measurement and recommended the patient to perform a patient initiated interrogation (pii). No noise was observed on the most recent episode. Ts considered performing commanded shock and checking impedance measurements in other vectors. At this time, the physician opted to continue monitoring. The system remains implanted. No adverse patient effects were reported.

Event description:
Additional information was received indicating that another red alert for high, out-of-range pacing lead impedance measurements was once again detected and this has been an ongoing issue. The patient is being continuously monitored. At this time, no further interventions were performed. No adverse patient effects were reported.